Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that in dec2020, the power module was alarming and when the alarm was silenced, it looked like it was not charging or that the battery died completely. It also made a clicking noise but there was no light in the front that showed it needed to be repaired.

Manufacturer narrative:
This duplicate event was previously reported under MFR: 2916596-2021-00709. The power module was returned for repair in dec2020 and was returned to the customer after the repair. No further information was provided. The manufacturer is closing the file on this event.